Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device exhibited an episode of supraventricular tachycardia caused by post-sensed t-wave oversensing. Decreased r-waves were noted. The lead was capped and replaced. Patient was stable pre and post-procedure.